Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the ICU, the clinician was in the patient's room tending to the patient when the clinician visually observed the device state "system mode not suitable for patient use". The pump then had shut down spontaneously. The patient coded, return of spontaneous circulation (rosc) was obtained after two minutes. It was reported at this time the pump was restarted where it showed the error previously stated. The channel was changed out, however showed a channel error. Ultimately the entire system was changed out and the drips were reinfusing without further issue. It was further reported that the patient passed. According to the customer, the patient had coded earlier in the shift and was extremely critical- "not expected to live long prior to the event". It was reported by the customer that the patient's death was "not attributed to the event". After preliminary investigation by manufacture it was noted the device had system error code 132.3000 as a result of the tamper resistant switch being depressed. Following system error, the device was manually powered down. The pcu was subsequently powered back on however due to the tamper resist switch remaining stuck in the depressed position the pcu booted into maintenance mode.

Event description:
It was reported that in the ICU, the clinician was in the patient's room tending to the patient when the clinician visually observed the device state "system mode not suitable for patient use". The pump then had shut down spontaneously. The patient coded, return of spontaneous circulation (rosc) was obtained after two minutes. It was reported at this time the pump was restarted where it showed the error previously stated. The channel was changed out, however showed a channel error. Ultimately the entire system was changed out and the drips were reinfusing without further issue. It was further reported that the patient passed. According to the customer, the patient had coded earlier in the shift and was extremely critical- "not expected to live long prior to the event". It was reported by the customer that the patient's death was "not attributed to the event". After preliminary investigation by manufacture it was noted the device had system error code 132.3000 as a result of the tamper resistant switch being depressed. Following system error, the device was manually powered down. The pcu was subsequently powered back on however due to the tamper resist switch remaining stuck in the depressed position the pcu booted into maintenance mode.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: returned to manufacturer on. Additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information : describe event or problem, FDA notified, report source, report source other.

Event description:
It was reported that in the ICU, the clinician was in the patient's room tending to the patient when the clinician visually observed the device state "system mode not suitable for patient use". The pump then had shut down spontaneously. The patient coded, return of spontaneous circulation (rosc) was obtained after two minutes. It was reported at this time the pump was restarted where it showed the error previously stated. The channel was changed out, however showed a channel error. Ultimately the entire system was changed out and the drips were reinfusing without further issue. It was further reported that the patient passed. According to the customer, the patient had coded earlier in the shift and was extremely critical- "not expected to live long prior to the event". It was reported by the customer that the patient's death was "not attributed to the event". After preliminary investigation by manufacture it was noted the device had system error code 132.3000 as a result of the tamper resistant switch being depressed. Following system error, the device was manually powered down. The pcu was subsequently powered back on however due to the tamper resist switch remaining stuck in the depressed position the pcu booted into maintenance mode. A copy of the medwatch report from FDA was received, which states, "patient was in ICU on life supporting pressors and had several critical drips going. Pump had been infusing for hours. Pump suddenly showed system error and then rebooted in maintenance mode. Nurse was able to get another pump and get infusions started again. The patient did code but was very sick and not thought to be due to the pump issue. However having a pump shut off during infusion is very concerning. Pump was sent to bd for investigation and found that tamper resistant switch had fluid ingress which caused it to stick in the depressed position. This caused the initial system error. When the clinician powered off/on the pump because the switch was still depressed, it caused the pump to boot in "maintenance mode".

Event description:
It was reported that in the ICU, the clinician was in the patient's room tending to the patient when the clinician visually observed the device state "system mode not suitable for patient use". The pump then had shut down spontaneously. The patient coded, return of spontaneous circulation (rosc) was obtained after two minutes. It was reported at this time the pump was restarted where it showed the error previously stated. The channel was changed out, however showed a channel error. Ultimately the entire system was changed out and the drips were reinfusing without further issue. It was further reported that the patient passed. According to the customer, the patient had coded earlier in the shift and was extremely critical- "not expected to live long prior to the event". It was reported by the customer that the patient's death was "not attributed to the event". After preliminary investigation by manufacture it was noted the device had system error code 132.3000 as a result of the tamper resistant switch being depressed. Following system error, the device was manually powered down. The pcu was subsequently powered back on however due to the tamper resist switch remaining stuck in the depressed position the pcu booted into maintenance mode. A copy of the medwatch report from FDA was received, which states, "patient was in ICU on life supporting pressors and had several critical drips going. Pump had been infusing for hours. Pump suddenly showed system error and then rebooted in maintenance mode. Nurse was able to get another pump and get infusions started again. The patient did code but was very sick and not thought to be due to the pump issue. However having a pump shut off during infusion is very concerning. Pump was sent to bd for investigation and found that tamper resistant switch had fluid ingress which caused it to stick in the depressed position. This caused the initial system error. When the clinician powered off/on the pump because the switch was still depressed, it caused the pump to boot in "maintenance mode".

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, c, g codes, related report number grid and manufacturer narrative. Investigation summary: the reported issue that the device stated system mode and not suitable for patient use was confirmed during laboratory testing. Laboratory testing on source pcu confirmed the stuck tamper switch produces a 132.3000 system error and if the pcu is powered on with a stuck tamper switch, the pcu will power on into maintenance mode. After the observed contaminants were removed from the tamper switch, subsequent testing showed that the switch was not stuck in the pressed position. When the switch was released, it returned to its normal operating condition as expected. Based on the review of the pcu event log, on 07apr2023 at 3:59 am the infusion delay for pump module s/n (B)(6) was canceled and the infusion for drug ID 1158 was restarted. Pump module s/n (B)(6) was infusing drug ID 845. A review of the pcu error log showed that on 07apr2023 from 4:00 am through 4:09 am error code 132.3000.0 was recorded three (3) times. Inspection of the device showed signs of contamination of an unknown solution throughout the pcu device, in both iui connectors and around the tamper switch, which had slight damage to its outer housing. The tamper switch was found to be sticking in the on position when pressed. Further examination using a black light revealed signs of contamination adjacent to the rj45 connector, and the tamper switch was disassembled from the source pcu, revealing contamination around the outer thread area and inside the switch pin. (Mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices. Bd alaris¿ system cleaning audit. Bd alaris¿ system cleaning checklist. Bd alaris¿ system iui inspection quick reference. Bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. CAPA 1120033 was also opened to address failures resulting from fluid ingress, the findings concluded that cleaning solution ingress and/or accumulation of cleaning solution can cause component failures. As a result, the srd-783 cleaning requirements were updated to align with iec 60601-1 11.6.6 standards. The best practices for cleaning alaris system devices tip sheet recommends during the cleaning process to not allow the cleaner to collect on the instrument and to not use an oversaturated cloth. Be sure to squeeze out excess liquid. Do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. Use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. Do not allow the cleaner to collect on the instrument. The facility also returned three (3) used bd 2420-0007 primary administration sets, lot #: unknown, exp. Date: unknown. Original packaging was not received. The returned bd administration sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damaged to the components. No anomalies were observed. A site visit was discussed with the facility to review their cleaning practices; however, the facility declined until findings from this investigation are provided to them. The alaris system user manual notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Root cause: the probable cause of the report that the device stated system mode and not suitable for patient use is being attributed to a stuck tamper switch, as a result of fluid ingress. The probable cause of the stuck tamper switch is being attributed to contamination of an unknown solution; however, it is not known if the solution was introduced during the cleaning process or within a clinical environment.